Event description:
It was reported that there was a malfunction on the customer's insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their health. To resolve the issue, the customer service team replaced the malfunctioning pump and advised the customer to use an alternate method of insulin delivery in the meantime. They coordinated replacement pump delivery with updated software and provided instructions for returning the faulty pump. The customer was informed about necessary steps upon receiving the new pump and acknowledged understanding of these instructions.